Event description:
Per the surgeon, the patient initially experienced drainage from the abutment site followed by a loss of osseointegration of the implant that was treated with an oral antibiotic and steroids (injection and topical). The patient was re-implanted with a new device.

Manufacturer narrative:
This report is submitted on july 28, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). This report is submitted on august 19, 2022.